Event description:
Reportedly, when booting up, the ventilator would freeze intermittently. The screen became non responsive. The ventilator was turned off and back on again; however, the screen issue could not be solved. There was no pt involvement reported in this case.

Manufacturer narrative:
Evaluation summary: the returned ventilator was visually inspected and found that the face plate of the flow sensor receptacle was missing. During the functional test, it was observed that the ventilator functioned normally; however, lcd screen was unresponsive when it was touched confirming the reported issue. The ventilator was cycled on and off multiple times and the touch screen was intermittently unresponsive. Dynamic signal probing of the single board computer found that the reset pin was at a random state at the time the board was powered up resulting in the locking of the lcd touch screen. The touch screen issue was corrected with a software change that initialized the reset signal to the proper state at power up, enabling the touch screen controller to function properly. The ventilator will be returned to the customer after repair.